Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridge was filled with 300 units, and remains static at 140 units. The customer reported after the insulin volume in the cartridge decreases down to 140 units, the insulin gauge begins to decrease as expected. As the reported event was not occurring at the time of the reported event, tandem technical support was unable to perform troubleshooting. There was no reported impact to the customer's blood glucose level.